Event description:
On 18-sep-2024 apifix was notified that patient # (B)(6) has moderate pain and wants the implant taken out. According to the reporter, patient is fully aware that "two years is not the recommended length of stay of implant". Surgery scheduled for (B)(6) 2024.

Manufacturer narrative:
A review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. On 18-sep-2024 apifix was notified that patient # (B)(6) has moderate pain and wants the implant taken out. According to the reporter, patient is fully aware that "two years is not the recommended length of stay of implant". Surgery is scheduled for (B)(6) 2024. On (B)(6) 2024 the patient underwent removal surgery. According to the reporter, the implant was easily removed; there was no sign of material failure, nor was there any noticeable discoloration of the surrounding tissue or signs of inflammation. The patient took the implant home. Device not being returned to manufacturer. The risk of pain is a known risk. Pain associated with scoliosis is well described in the literature regardless of having corrective surgery. Pain can also be a transient complaint associated with the surgical procedure or be secondary to device failure, infection/inflammation, curve progression, screw pull-out, loosening, migration, protrusion, and prominence. This risk has been assessed and found to be acceptable. The event of pain is addressed in the IFU (dms-4472 rev g) as a warning and as potential risks associated with the mid-c system and spinal surgery generally. Apifix is closing this complaint, but will continue to monitor this 'failure mode'; complaint trending will continue to monitor per post marketing surveillance procedure. If any further relevant information is identified, the complaint file will be reopened and a supplemental medwatch will be filed.